Event description:
Customer called ob doctor after a blood glucose reading of 321mg/dl. Doctor advised pt to take another dose of medication. Customer retested blood glucose = 375mg/dl. Customer also had a migraine headache. Doctor advised customer to go to emergency room. Customer's blood glucose reading on hospital meter=74mg/dl. Hospital administered something to eat and 2 cups water. Customer's strips were loose in their pouch and no controls were in use. A request was made for the return of the suspect device and a replacement product was sent.